Event description:
The initial reporter received a questionable calcium gen.2 assay result for one patient sample tested on the cobas c 503 analytical unit. The initial result was 1.87 mmol/l. The initial result was considered low, prompting an automatic rerun based on the customer's laboratory information system (lis) rule. The first repeat result was 2.37 mmol/l. The second repeat result was 2.38 mmol/l.

Manufacturer narrative:
The reagent lot number and the expiration date were requested but not provided. The investigation is ongoing.

Manufacturer narrative:
Correction in the initial medwatch's h11 additional narrative: the calcium gen.2 reagent lot number is 938159. The investigation reviewed the data provided by the customer: the qc results are within the specified ranges. A sample quality issue was reported. The field service engineer inspected the analyzer; no issues were found. The investigation determined the event was consistent with a preanalytic issue at the customer's site (sample quality). Preanalytics are within the customer's responsibility. There was no indication of a device malfunction.